Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Repositioning was attempted however, was unsuccessful. The lead was explanted and replaced. It was noted that there was blood and tissue on the helix and the helix appeared to work fine.